Manufacturer narrative:
No sample has been returned for evaluation for the report of not working during surgery; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for customer complaint issue cannot be determined. (B)(4).

Event description:
An ophthalmic surgeon reported that the cutter was not cutting during a vitrectomy procedure. It is unknown if aspiration was present. The procedure was completed without harm to the patient.

Manufacturer narrative:
Additional information has been provided. One opened probe was received with a tip protector, in a tray, for the report of cutter not working. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and found conforming. The sample was then functionally test for actuation, aspiration, and cut. The sample was found conforming for actuation and aspiration and was non-conforming for cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No wear marks were observed at the bend are of the inner cutter. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. The complaint evaluation indicated that the probe had a cut issue. The most likely root cause for the cut issue is the damage to the inner cutter seen during evaluation. The inner cutter may have been damaged during surgery, but the exact root cause for the poor cutting function of the probe could not be determined from the evaluation performed. The visual damage to the inner cutter supports that this is not a manufacturing related issue. No specific action with regard to this complaint was taken by the manufacturing location. All probes are 100%visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. No further actions are required. The manufacturer internal reference number is: (B)(4).